Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Follow-up attempts to the site regarding the event details and patient information have been made, but no additional information has been received. If additional information is received a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was operated in the anterior tibial artery without issue. The oad was then advanced to the peroneal artery and became stuck in the vessel. The oad could not be removed and the patient was sent to surgery. The patient was stable following the procedure.

Event description:
The diamondback coronary orbital atherectomy device (oad) was operated in the anterior tibial artery without issue. The oad was advanced to the peroneal artery, through a total chronic occlusion and while spinning became stuck in the vessel. Troubleshooting attempts including inflating a balloon near the oad, attaching a hemostat to the catheter and spinning counterclockwise and inserting a guide catheter over the csi device were made, but were unsuccessful. The oad could not be removed and the patient was sent to surgery. The device was successfully removed and the patient was stable following the procedure.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 11148.